Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown within the gudid database; therefore, UDI is unavailable. (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description (mapped to mw): litigation papers allege pain, stiffness, bodily injuries, and disfigurement. Update rec'd 5/27/15- litigation papers received. There is no new additional information that would affect the outcome of the investigation. Update 9-2-15 medical records received. After review of the medical records for MDR reportability, the part/lot is being updated. The complaint was updated on: 10/1/2015. Update ad 19 aug 2022: in relation to aei note (B)(4) has been re-opened due to pdf, ppd and medical record received. After review as per record it reported that plaintiff was revised to address elevated cobalt and chromium levels. Operative note reported that there was a fluid in the knee little dark color but not excessive. Acetabulum had some destruction due removal of cup and osteolysis from adverse local tissue however was intact. Doi: (B)(6) 2007; dor: (B)(6) 2022 ; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). D4.  Gtin: product was marked for gudid exclusion.  Unique identifier( UDI) : UDI/gtin information is not applicable. Product is no longer marketed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A1